Event description:
It was reported that a cartridge alarm occurred on november 27, 2025. There was no adverse impact to the customer's blood glucose level. The issue was resolved by reloading a brand new cartridge, and technical support sent a follow-up email and closed the case after attempting to obtain the cartridge lot number.